Manufacturer narrative:
Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a preface® guiding sheath with multipurpose curve and the hemostatic valve was dislodged. The catheter inlet and outlet region in the sheath is coming loose when removing the catheter. There was no surgery delay and the procedure was successfully completed. There was no patient consequence.

Manufacturer narrative:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a preface® guiding sheath with multipurpose curve and the hemostatic valve was dislodged. The catheter inlet and outlet region in the sheath is coming loose when removing the catheter. There was no surgery delay and the procedure was successfully completed. There was no patient consequence. Device investigation details: the device investigation has been completed which included performing a manufacturing record evaluation (mre). A review of the manufacturing documentation associated with this lot # 18006357 was performed and no internal actions were issued. Still no device has been received for analysis, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Based on the completed mre, the manufactured date and expiration date have been provided. Therefore, fields d4. Expiration date and h4. Device manufacture date have been populated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).